Event description:
This device was implanted on (B)(6) 2011 and was explanted on (B)(6) 2017 due to skin erosion. It was noted that the erosion was due to the size of the device. The physician was dr. (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).